Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: procode is krd/hcg. Initial reporter: (B)(6). The initial reporter email address is not reported / available. (B)(4). [Conclusion]: the healthcare professional reported that during the balloon-assisted coil embolization procedure using the scepter c® balloon catheter (microvention) targeting a 5mm aneurysm on the right internal carotid-posterior communicating artery (ic-pc), after seven coils (a 5mm x 15cm axium prime coil (medtronic), 4.5mm x 12cm target soft coil (stryker), 3mm x 8cm galaxy g3, 3mm x 4cm galaxy g3 mini, 2.5mm x 3.5cm galaxy g3 mini, 2mm x 4cm galaxy g3 mini, and 2mm x 3cm galaxy g3 mini) were delivered and implanted at the target site through the sl-10® microcatheter (stryker), the 2mm x 3cm galaxy g3 mini coil (glm920030 / l14713) was inserted near the neck of the aneurysm; the device was retracted and re-inserted about three times in the attempt to be winded, but the coil became prematurely detached from the delivery wire. Approximately 1.5cm of the coil remained inside the microcatheter. The physician attempted to push the coil into the aneurysm with the delivery wire, but there was strong resistance between the device and the microcatheter and the delivery wire could not be advanced. The physician removed the delivery wire and used the guidewire to push the coil into the aneurysm. An additional four competitor coils were delivered through microcatheter and implanted; the procedure was completed. Additional information was received indicated that it was not known if there was difficulty with the positioning of the complaint coil in the aneurysm or if the coil became entangled with the previously placed coils. It was further reported that if there was coil entanglement, it did not involve any cerenovus coils. The same scepter c® balloon catheter and sl-10® microcatheter were used to complete the procedure. It was not known if the reported event resulted in any procedural delay. There was no report of any patient adverse event or complication. Based on complaint information, the device remains implanted and is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l14713) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil premature detachment and impeded in microcatheter are known potential procedural complications associated with the galaxy g3 mini coil. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. The IFU also cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. The microcoil system should be gently removed. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Excessive force applied to a coil through repeated coil deployments or manipulation can increase the possibility of premature detachment. If a coil partially deployed into an aneurysm prematurely detaches while inside of the delivery catheter, that is if the proximal end of the coil remains in the microcatheter, then the device positioning unit (dpu) may be still be used to completely deploy the coil into the aneurysm. In this case, the delivery wire was unable to be advanced, so the guidewire had to be utilized to push the coil into the aneurysm. The premature detachment during attempted placement of the device may have been related to the coil becoming anchored to a previously implanted coil (s) or the aneurysm. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without relevant imaging; however, it is possible that clinical and procedural factors, including aneurysm/vessel characteristics, device manipulation, and device interaction, may have contributed. Since the alleged premature detachment required additional intervention to push the coil into the aneurysm sac to preclude permanent impairment/injury, the event meets MDR reporting criteria as a ¿serious injury.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the balloon-assisted coil embolization procedure using the scepter c® balloon catheter (microvention) targeting a 5mm aneurysm on the right internal carotid-posterior communicating artery (ic-pc), after seven coils (a 5mm x 15cm axium prime coil (medtronic), 4.5mm x 12cm target soft coil (stryker), 3mm x 8cm galaxy g3, 3mm x 4cm galaxy g3 mini, 2.5mm x 3.5cm galaxy g3 mini, 2mm x 4cm galaxy g3 mini, and 2mm x 3cm galaxy g3 mini) were delivered and implanted at the target site through the sl-10® microcatheter (stryker), the 2mm x 3cm galaxy g3 mini coil (glm920030 / l14713) was inserted near the neck of the aneurysm; the device was retracted and re-inserted about three times in the attempt to be winded, but the coil became prematurely detached from the delivery wire. Approximately 1.5cm of the coil remained inside the microcatheter. The physician attempted to push the coil into the aneurysm with the delivery wire, but there was strong resistance between the device and the microcatheter and the delivery wire could not be advanced. The physician removed the delivery wire and used the guidewire to push the coil into the aneurysm. An additional four competitor coils were delivered through microcatheter and implanted; the procedure was completed. Additional information was received indicated that it was not known if there was difficulty with the positioning of the complaint coil in the aneurysm or if the coil became entangled with the previously placed coils. It was further reported that if there was coil entanglement, it did not involve any cerenovus coils. The same scepter c® balloon catheter and sl-10® microcatheter were used to complete the procedure. It was not known if the reported event resulted in any procedural delay. There was no report of any patient adverse event or complication.